Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to loose and protruded drive support. Unable to verify alarm due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube, missing end cap sticker and stained address and serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly relative to a low reservoir and a compromised force system sensor alarm was received during the fill tubing. The customer also indicated that the drive support cap is sticking out. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.